Event description:
It was reported that the pt had an infection and erosion of his device through the skin. The device system was explanted and the pt did well.

Manufacturer narrative:
(B) (4): analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed.